Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After a non bsc guide wire crossed the lesion, a 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. The balloon was inflated however on the first inflation at 6 atmospheres, the balloon ruptured after being inflated for 5 seconds. The device was removed completely from the patient and the procedure was completed with a 2.5mmx4cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.